Event description:
It was reported that the patient underwent a transurethral laser lithotripsy procedure of the renal pelvis for kidney stones. During the second use, the laser fiber fractured. An error message occurred and there was an issue with the filter on the console. The procedure was completed with a new fiber. There were no patient complications.